Event description:
It was reported that the drive connector was damaged when the hand piece was forced into the motor drive unit during testing. There was no pt involvement and no adverse pt consequences occurred.

Manufacturer narrative:
(B)(4), conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.